Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00324: screw.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.

Manufacturer narrative:
The returned driver tip was examined visually under magnification. Dimensional examination is not possible due to the deformation of the product surrounding the failure site. The fracture surface exhibits evidence of torsional failure, with the appearance of some fatigue lines and smearing. This is indicative of consistent driver usage. There is also some evidence of driver damage prior to failure along the fracture line. This is indicative of crack propagation in combination with a singular overload event leading to failure.